Event description:
On (B)(6) 2012, the patient contacted animas and stated that the down arrow keypad button unresponsive. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a case attached to a belt and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the down arrow, ok and contrast keypad buttons were found to be intermittently unresponsive and required multiple presses to elicit a response; the up arrow and audio bolus buttons were found to be unresponsive to button presses. There was evidence of contamination found under all key contacts. Evaluation revealed the internal plug was misaligned.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.